Event description:
62 y/o female underwent craniotomy. Malcolm-rand head holder with pins placed at start of procedure. At end of procedure when staff wnet to remove head holder, 3 of the 4 pins were crushed (ie deteriorated under pressure) and were embedded in skin. Left 3 lacerations that required suturing for repair.